Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation (''migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 37-year-old female patient who had essure (batch no. 910511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation (''migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 37-year-old female patient who had essure (batch no. 910511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter¿s information was updated and a new reporter was added. Insertion date was updated to 22-mar-2012 and essure lot number (910511) provided. The event medical device removal was updated with new information and recoded to chronic pelvic pain and the events fallopian tube perforation, uterine perforation, perforation of organ, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight changes, alopecia, tooth loss, mood changes, anxiety, and depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("'migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 37 year-old female patient who had essure inserted (lot no. 910511) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nonsmoker, vaginal delivery, breast feeding, paratubal cyst, pelvic pain and abnormal uterine bleeding. Concomitant products included tylenol (paracetamol) and naproxen. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of right paratubal cyst, removal of essure coils,). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Date: (B)(6) 2019. Novasure endometrial ablation. The uterus sounded to 9 cm. The uterine cavity measured at 6 cm in length and 3.9 cm in width. Ablation treatment time was over 1 minute and 14 seconds at a power of 129 watts. Novasure endometrial ablation and pelvic washings. No alcohol. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2019: patient having pelvic pain, painful coitus. Had ultrasound pelvis, 7.6 cm mass in the right paraovarian area. She is having tubal essure coils. Radiologists advise kto do MRI within 30 days. Impression: centrally located cystic mass lesion in the pelvis, separate from the ovaries and demonstrate no internal septation or enhancing component. [Pathology test] on (B)(6) 2019: clinical history: pelvic pain, abnormal uterine bleeding clinical diagnosis: paratubal cyst, essure coils source of specimens: fallopian tubes bilateral, essure coils, right paratubal cyst gross description: the right fimbriated fallopian tube measures 7. 5 cm in length x 0.5 cm in diameter and is remarkable for a large collapsed paratubal, cyst measuring 4. 0 x 3.0 cm x 1.0 cm. The left fimbriated fallopian tube measures 6.0 cm in length 0.5 cm in diameter arid the fimbriated end is sectioned and grossly is unremarkable. Additionally in the container are the separated, unoriented fallopian tube distal ends which both are remarkable for essure coils. Diagnosis: fallopian tubes, bilateral, salpingectomy: - paratubal cyst - unremarkable fallopian tubes - negative: for dysplasia or malignancy [ultrasound pelvis] on (B)(6) 2012: the proximal ends of the essure micro-inserts are noted at the uterotubal junction with the distal ends in the adnexa. No sonographic complications are seen. Adjacent to the right ovary, there is a tubal cystic structure measuring 3.1 x 1.5 cm. I am not sure if this is a paraovarian cyst or whether this is a distal hydrosalpinx in the fallopian tube; on (B)(6) 2019: essure tubal micro-inserts: in situ with the proximal ends of the uterine tubal junction. Impression: -tubal essure coils were- in situ. No obvious complication revealed here. - persistent but enlarging simple 7.6 cm right paraovarian cyst. I suspect it represents a benign adnexal cyst rather than focal hydrosalpinx [ultrasound scan] (dates unknown): right simple mass in the pelvis, which was consistent with a paratubal. Cyst measuring 8 cm., cyst measuring 3 cm. And the presence of a 7.8 cm simple cyst that appears para ovarian. Lot number: 910511 manufacture date: 2011-10, expiration date: 2014-10. Lot number: 910611 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("'migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 37 year-old female patient who had essure inserted (lot no. 910511,910611) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nonsmoker, vaginal delivery, breast feeding, paratubal cyst, pelvic pain and abnormal uterine bleeding. Concomitant products included tylenol (paracetamol) and naproxen. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of right paratubal cyst, removal of essure coils,). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Date:(B)(6) 2019 novasure endometrial ablation. The uterus sounded to 9 cm. The uterine cavity measured at 6 cm in length and 3.9 cm in width. Ablation treatment time was over 1 minute and 14 seconds at a power of 129 watts. Novasure endometrial ablation and pelvic washings. No alcohol. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2019: patient having pelvic pain, painful coitus. Had ultrasound pelvis, 7.6 cm mass in the right paraovarian area. She is having tubal essure coils. Radiologists advise kto do MRI within 30 days. Impression: centrally located cystic mass lesion in the pelvis, separate from the ovaries and demonstrate no internal septation or enhancing component. [Pathology test] on 04-dec-2019: clinical history: pelvic pain, abnormal uterine bleeding clinical diagnosis: paratubal cyst, essure coils source of specimens: fallopian tubes bilateral, essure coils, right paratubal cyst gross description: the right fimbriated fallopian tube measures 7. 5 cm in length x 0.5 cm in diameter and is remarkable for a large collapsed paratubal, cyst measuring 4. 0 x 3.0 cm x 1.0 cm. The left fimbriated fallopian tube measures 6.0 cm in length 0.5 cm in diameter arid the fimbriated end is sectioned and grossly is unremarkable. Additionally in the container are the separated, unoriented fallopian tube distal ends which both are remarkable for essure coils. Diagnosis: fallopian tubes, bilateral, salpingectomy: - paratubal cyst - unremarkable fallopian tubes - negative: for dysplasia or malignancy [ultrasound pelvis] on (B)(6) 2012: the proximal ends of 1he essure micro-inserts are noted at the uterotubal junction with the distal ends in the adnexa. No sonographic complications are seen. Adjacent to the right ovary, there is a tubal cystic structure measuring 3.1 x 1.5 cm. I am not sure if this is a paraovarian cyst or whether this is a distal hydrosalpinx in the fallopian tube; on (B)(6) 2019: essure tubal micro-inserts: in situ with the proximal ends of the uterine tubal junction. Impression: -tubal essure coils were- in situ. No obvious complication revealed here. - persistent but enlarging simple 7.6 cm right paraovarian cyst. I suspect it represents a benign adnexal cyst rather than focal hydrosalpinx [ultrasound scan] (dates unknown): right simple mass in the pelvis, which was consistent with a paratubal. Cyst measuring 8 cm., cyst measuring 3 cm. And the presence of a 7.8 cm simple cyst that appears para ovarian the most recent follow-up information incorporated above includes data received on: 09-apr-2024: lot no.reporter and patient information,medical history,lab data,non drug treatment added.new concomitant added:tylenol and naproxen. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report